Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: the keypad was peeling at the ok button. The up arrow button had an intermittent response. The contrast button was unresponsive. The ok and down arrow buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that the keypad came loose from the casing and the button contacts are exposed. The patient stated the keypad buttons still respond but the keypad rubber has to be maneuvered to get the buttons to respond. It is unclear at this time if the damage occurred prior to the responsiveness issues or not. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.